Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the articulating arm was damaged and would not tighten. The site had multiple articulating arms for use. There was no patient present when this issue was identified.

Manufacturer narrative:
The component was returned for analysis. Functional testing confirmed that the component was loose. If information is provided in the future, a supplemental report will be issued.